Event description:
The manufacturer received information alleging a trilogy evo ventilator failed and that the customer is being sue due to a failure. The patient's husband feels there was harm. The event occurred on (B)(6) 2025 in the morning but unsure of the exact time. The patient has als and was being suctioned, and the ventilator was alarming due to a circuit disconnect. The ambulance was called, and the patient was taken to the hospital. The patient was treated for cardiac arrest. When at the hospital, it was found that the patient had copious secretions and a mucus plug. The patient is currently on hospice. It is also noted that there was a different caretaker that day and they are unsure of how the caretaker was suctioning the patient. It is believed that the patient was still being ventilated because she was not being bagged waiting for the ambulance. The device was returned to the manufacturer service center and evaluated by the philips investigation lab (pil). Pil was unable to confirm a failure of the trilogy evo. Pil visually inspected the device for defects and found the device was returned with a bacteria filter. The event log was reviewed and there were 18 occurrences of the circuit disconnect alarm. It is noted that the device has two prescriptions. Pil then powered on the device and started therapy with a test lung, utilizing the existing device settings. Pil ran therapy for approximately 2 hours on prescription 1 and approximately 2 hours on the other. The device operated without issue. Pil then reviewed the event log once more and found nothing to note. The device was post tested on the pil trilogy evo multifunctional test station and the device passed all testing. Pil concluded that the trilogy evo operates as designed. The clinical assessment states that based on the information currently provided and available, reported event of they were suctioning the patient and the vent said circuit disconnect and would not stop alarming. Unsure how the caretaker was suctioning the patient. It is believed that the patient was still being ventilated because she was not being bagged waiting for the ambulance. The ambulance called and taken to the hospital and treated for cardiac arrest. When at the hospital it was found that she had copious secretions and a mucus plug and the patient is now in hospice care, als is the medical condition that required the use of the device. The lab investigation stated "pil powered on the trilogy evo, USA device utilizing the existing device settings and ran therapy on both prescriptions for approximately 2 hours each. The device operated without issue. Pil then post tested the device on the pil trilogy evo multifunctional test station and passed all testing. Pil concluded that the trilogy evo, USA device operates as designed." Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Per the user manual ¿to avoid patient death or serious injury, ventilator-dependent patients require immediate access to alternate ventilation equipment, such as a backup ventilator or manual resuscitator. Qualified personnel should monitor ventilator dependent patients continuously. Personnel should be prepared to provide alternate therapy in the event of ventilator failure or inoperative equipment. Respond immediately to any high priority alarm. It may indicate a potentially life-threatening condition. Allowing alarms to continue without intervention may result in harm to the patient.¿ no further investigation is required.